Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 176.4 mg/dl at the time of the call. Customer also received a battery out limit on the insulin pump. Customer stated that the buttons on the insulin pump were responsive. Customer does not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.